Event description:
It was reported that the device rear case, both iuis and pressure sensors are replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf codes a, b, c,d, g, grids and manufacturer narrative(chr, DHR, shr). Omit:a0401 - break (1069), b17 - device not returned, c20 - no findings available,d15 - cause not established,g07001 - part/component/sub-assembly term not applicable. The actual date of event is unknown. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device rear case, both iuis and pressure sensors are replaced. There was no patient involvement.